Manufacturer narrative:
While performing a review there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregards any reports associated with it.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that when turning the device on. It alarms with the error, "system failure, supercap post". No adverse patient effects were reported by the customer.